Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 200, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient was having a return of symptoms after several falls. The reporter stated the symptoms were not visible and the patient¿s wife reported not feeling the same which they thought was due to some falls. It was noted the patient had been experiencing hallucinations and cognitive issues for the past couple of months. It was further noted the manufacturing representative suggested that may be the reason for the falls. The reporter stated the patient fell on (B)(6) 2013. It was noted that one fall affected the patient¿s head and they had an open wound. It was further noted that the patient¿s head wound was not on the side of the questioned impedances. The reporter stated the patient was admitted to the hospital currently since sunday. The reporter further stated the reason for arriving at the hospital because the patient was stressed and panicked and their wife could no longer transfer them from the wheel chair to a toilet. It was noted the patient was ¿in a walker.¿ the reporter stated the patient had been declining since all of the falls. It was noted the patient had not been able to follow-up with their healthcare professional (hcp) to inquire about affected therapy benefit. It was noted the patient was programmed with c and 1 on the right side. It was further noted that impedances for c3, 03, 13, and 23 were greater than 4000 ohms. The reporter stated they were unsure of base line or prior impedances. It was noted the implantable neurostimulator (ins) voltage on the right side was 2.67v and the left side ins was 2.75 v. Additional information received reported the patient¿s therapy had been compromised since their fall. It was noted the patient was last seen six months ago by a hcp and the patient currently has no managing hcp. The reporter stated the patient had hallucinations and cognitive issues so it was difficult to assess therapeutic response to programming. It was noted the patient was mostly sleeping. It was noted that therapy impedances were measured to be 791 ohms. It was further noted that when the patient fell it was on their left cap and side of their head. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2014-00535.

Event description:
Additional information received reported the patient was evaluated on (B)(4) 2014. It was noted the events that were reported were unknown to the health care professional.